Event description:
Contact reported that the setscrews used in a spinal procedure loosened postoperatively. This resulted in the rod pulling free from the screw head and the need for surgical intervention.

Manufacturer narrative:
The returned hardware was functional tested and found to fit and function as intended. Rod was able to be fully seat in the screw head and the setscrews tightened down without issue. Dimensional inspection was completed, and the products conformed to specification. A defintive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled proprely. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.